Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 9/21/2020 and 10/20/2020. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, not provided. UDI number: UDI number is known, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted.  Facility name, address line 1, city, state, postal code, phone number: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: since no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcu150 model intraocular lens(iol) had rotated post-implant. The lens was initially aligned with patient's steep axis of 58 degrees and ended up at 122 degrees, about a 64 degree counter clockwise rotation. Doctor re-positioned the lens in or, all appeared to go well. It was noted the patient's horizontal white to white (hwtw) is 12.7mm. No further information available.